Event description:
It was reported that the head of the bed (fowler) moved without pt activation. Reportedly, the staff transferred the pt while the bed was moving and the pt may have injured her wrist.